Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7093966/7093978.

Event description:
It was reported that the patient was experiencing pain at the battery site despite reprogramming. Database analysis revealed that the implantable pulse generator (ipg) temperature was within normal range when it was charged and the provided impedances were within range. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.